Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h4, h6- the product was returned to us cq for evaluation. The us cq team conducted a visual inspection of the returned reamer device. Visual analysis of the returned sample revealed that a portion of the reamer cutting feature was broken off approximately at 25 mm from the distal end. The dimensional inspection was not performed due to the post-manufacturing damage. The broken condition of the reamer cutting feature was consistent with a random component failure that may have been caused by exposure to unintended/overt forces. It should be noted that as part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The complaint was confirmed as visual inspection of the received device confirmed the broken condition. The alleged embedded device condition cannot be confirmed as no photo or x-ray's were provided. While no definitive root cause could be determined, it is possible that the alleged broken condition may be occurred due to a random component failure that may have been caused by exposure to unintended/overt forces. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : part: 03.010.368. Lot: u230489. Manufacturing site: selzach. Supplier: (B)(4). Release to warehouse date: 03 august 2015. The device history record shows this lot of pieces was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of release with no issues documented during the manufacturing process. The material was reviewed and the hardness value was confirmed to meet the specification with no non-conformance noted. Device history batch: null. Device history review: null. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Additional narrative: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the patient underwent an open reduction internal fixation (orif) surgery for transverse diaphyseal fracture of femur with the reamer. The patient¿s bone was hard like a stone. When the surgeon was using the reamer, the reamer broke at the point 3 cm from the tip of the reamer near the calcareous bone. Because the reamer was broken in the bone, the surgeon could not remove the broken tip of the reamer, and it was left in the body at the surgeon's discretion. For this reason, the proximal part was switched to standard locking and fixed. There was no problem with the method of fixation to the fracture site. The surgery was completed in thirty (30) minutes delay. No further information is available. This report is for one (1) reamer ø4.5/6.5 l450 f/hip scr f/expert. This is report 1 of 1 for complaint (B)(4).